Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 400 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer stated that they changed their infusion set and everything worked fine. The customer declined any assistance with trouble shooting the high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.